Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery and the tibiperoneal trunk (tp trunk) using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath, and an indigo system lightning bolt aspiration tubing (lightning bolt). It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician completed one pass using the cat7 and the lightning bolt. While removing the cat7, the physician noticed that the cat7 was fractured. The proximal length of the cat7 was removed, and the distal length remained in the sheath. The sheath containing the distal length of the cat7 was removed. The procedure was completed using a laser system. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. If the cat7 is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. The reported tortuous anatomy may have contributed to resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.